Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance had deteriorated due to a dislocation of the floating mass transducer (fmt). The coupling was not ideal and scar tissue was found surrounding the fmt. The user was re-implanted with a bone conduction implant (bci).

Event description:
The users hearing performance had deteriorated due to a dislocation of the floating mass transducer (fmt). The coupling was not ideal and scar tissue was found surrounding the fmt.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling to the round window. It was reported that the floating mass transducer was surrounded by scar tissue. The user was re-implanted with a bone conduction implant. This is a final report.